Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states. The patient files analysis led to the following observations: - an increase in the ventricular lead (old one) impedance associated with a drop in the ventricular sensing. - on the egm episodes, non physiological signals are seen as well with the old ventricular lead. To provide an accurate answer related to the pacemaker itself, it is needed to expertise it. A likely hypothesis, based on the files provided,

Event description:
Reportedly, the patient came to a follow-up and an impedance greater than 3000 ohms was shown. The medical team thought about a lead dysfunction and has scheduled a new lead implant to (B)(6) 2025. During the new lead implantation with the current pacemaker, the impedance was still greater than 3000 ohms. Therefore, a pacemaker issue is suspected. Finally, the pacemaker has been replaced with a new one and connected to the old lead without issue.

Event description:
Reportedly, the patient came to a follow-up and an impedance greater than 3000 ohms was shown. The medical team thought about a lead dysfunction and has scheduled a new lead implant to (B)(6) 2025. During the new lead implantation with the current pacemaker, the impedance was still greater than 3000 ohms. Therefore, a pacemaker issue is suspected. Finally, the pacemaker has been replaced with a new one and connected to the old lead without issue.

Manufacturer narrative:
The conclusions are as follows: the issue described in the complaint has been confirmed. The production records were reviewed and the subject teo dr sold and labeled as sterile are manufactured, sterilized and released according to applicable standard operating procedures. - the laboratory tests revealed electrical issues such as high atrial and ventricular impedances (>3000), internal overconsumption and low atrial/ventricular pacing voltages. Those abnormalities indicate that a chip involved in the electrical circuit is out of order. The cause of this issue cannot be determined. Nevertheless, it is an isolated case and recorded for trending purposes.